Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2006. According to the complainant, the patient experienced pain and suffering. The physician's office was contacted; it was reported the patient had never returned to see the physician post-implant. No further information is available from the physician. All other information, including the patient's current condition, is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant reported lot number 0ml5062203; however, this lot number does not align with the reported part number.